Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient, the device cuff was not inflated while checking. The customer stated there was no patient involvement.